Event description:
Original implant; approximately 1 year ago. Revised due to recurrent ankle pain.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the user facility. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00202, 00203, 00204, 00206, 00207, 00208, 00209.